Manufacturer narrative:
The investigation for the low pump flow has been completed. Data logs were not available and product was not returned for investigation. Clinical details report that pump flows calculations had become inaccurate and suction alarms were triggering above p-5. The following day, it was reported that pump flows had improved and suction alarms had resolved, but the only troubleshooting method mentioned was that they considered starting the patient on epinephrin. With product not being returned and limited clinical details being provided, the root cause of the low pump flows could not be determined.

Event description:
The complainant reported that the impella 5.5 was having an abnormal aortic waveform/placement signal. Additionally, there were suction alarms with higher p-level. Echocardiography was performed and impella position was acceptable. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The investigation for optical signal issue has been completed. Data logs were not available and product was not returned for investigation. Clinical details report that placement signal not reliable (psnr) did not trigger, though the patient update the day after the complication states that the placement signal was not displaying, which only occurs when psnr is active. Position unknown alarms were reported, but pump position had been verified with echo. Clinical details also report that they considered administering epinephrine and the pump flows and suction alarms had improved by the next day, but there is no confirmation. Since product was not returned and clinical details are limited and unclear, the root cause of the optical signal issue could not be determine. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. Corrections to the MFR report: h6 med dev prob code 2917 added.